Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a broken catheter occurred during use with a bd nexiva closed IV catheter system single port, maxzero¿ needleless connector. The following information was provided by the initial reporter: it was reported that 3 IV¿s become disconnected between the hub of the catheter. Per customer report: "I received the following email from one of the bd inservice consultants who was doing follow-up inservicing/support with the staff at the hospital following their conversion to nexiva mz the week of november 5. The nurse who reported the incidents was unavailable for additional followup. I started on the in patient floor to do follow up on nexiva and was told by one of the staff nurses, that since this past weekend they have had 3 IV¿s become disconnected between the hub of the catheter and the max zero. It seemed to have happened with the same box of catheters which had been used up so I don¿t have the lot #. They have started a new box since with no problems. She claimed that all 3 of these patients lost quite a bit of blood, and she stated that one patient almost needed a blood transfusion. I compared their old needle free connector with max zero and didn¿t see difference. We discussed making sure that their was a full turn when connecting the max zero just like with their old needle free connector one patient was quite confused and might have disconnected it themselves. I¿ve got a catheter from the new box that was just opened but I¿m not sure if it would be from the same lot #." 2 occurrences reported. 1 of 2 complaints.

Manufacturer narrative:
H.6. Investigation: as neither a sample nor a lot number was available for this incident, our quality team was unable to complete a sample evaluation or review the production history for this product. Based on the limited investigation results, a cause for the reported incident could not be determined.

Event description:
It was reported that a broken catheter occurred during use with a bd nexiva closed IV catheter system single port, maxzero¿ needleless connector. The following information was provided by the initial reporter, it was reported that 3 IV¿s become disconnected between the hub of the catheter. Per customer report:"I received the following email from one of the bd inservice consultants who was doing follow-up inservicing/support with the staff at the hospital following their conversion to nexiva mz the week of november 5. The nurse who reported the incidents was unavailable for additional followup. I started on the in patient floor to do follow up on nexiva and was told by one of the staff nurses, that since this past weekend they have had 3 IV¿s become disconnected between the hub of the catheter and the max zero. It seemed to have happened with the same box of catheters which had been used up so I don't have the lot #. They have started a new box since with no problems. She claimed that all 3 of these patients lost quite a bit of blood, and she stated that one patient almost needed a blood transfusion. I compared their old needle free connector with max zero and didn't see difference. We discussed making sure that their was a full turn when connecting the max zero just like with their old needle free connector one patient was quite confused and might have disconnected it themselves. I¿ve got a catheter from the new box that was just opened but I¿m not sure if it would be from the same lot #." 2 occurrences reported. 1 of 2 complaints.